Event description:
It was reported that during a surgery, the driver head sheared off. During the reduction of the vertebrae, the driver head sheared off. The piece remains in the pt as the surgeon was unable to recover it. No further info is available at the time of this report.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.